Event description:
A nurse reported the doctor was about 75% (about 60 shots) into an argon trabecularplasty procedure when the aiming beam faded. The doctor stopped the procedure. The doctor thinks the patient may need further surgery, however he will wait and see how well the response is first. The system was used on two or three other patients with no problems.

Manufacturer narrative:
A company service rep checked the system and replaced the shutter assembly to correct the problem. The system was then tested to specifications. The returned component investigation, including root cause analysis, is in progress.